Manufacturer narrative:
The suspect product was requested to be returned for investigation. Replacement product was sent. One of the reporter's test strips were provided for investigation where it was tested using a retention meter and retention controls. Testing results (qc range = 2.8 - 4.4 inr): qc 1: 3.7 inr. The obtained qc value was in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The customer stated the meter was contaminated with some dried blood. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Relevant retention test strips (lot 381237) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Occupation: occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). At 11:00 am, the result from a laboratory using sta neoplastin cl plus 10 reagent was 2.7 inr. At 12:00 pm, the result from the meter was 3.9 inr. There was no allegation of an adverse event the therapeutic range was 2.0 inr-3.0 inr.